Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an endocardium and a fever. The patient was subsequently hospitalized for treatment. A lesion was suspected and the patient was treated with antibiotics. According to the available information this lead remains implanted and the patient was discharged from the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.